Manufacturer narrative:
The off the shelf covered endovascular reconstruction of iliac bifurcation (cerib) technique spanos, konstantinos et al. European journal of vascular and endovascular surgery, volume 67, issue 3, e50 doi: 10.1016/j.ejvs.2024.01.045 a2: mean age a3: mean gender date of publish used for incident date in section b;3 (year and month valid) d6a: exact date of implant unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: the off the shelf covered endovascular reconstruction of iliac bifurcation (cerib) technique. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: medtronic endurant. Among patient adverse events included: only one small gutter endoleak which is under close surveillance. Its undetermined if the endoleak was in the endurant graft. No further information was provided pertaining to medtronic products.